Manufacturer narrative:
The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized for the event on the same day as onset. The cause of the peritonitis was unknown. On the same day as onset, the patient was treated with injection vancomycin (500mg, stat dose, intraperitoneally) and injection amikacin (100mg, intraperitoneally, frequency not reported). On an unreported date, vancomycin was discontinued and treatment with amikacin was ongoing. On an unknown date, the patient began treatment with septilin (100mg, given once a day, route not reported) for the event. At the time of this report, the patient was still hospitalized and was recovering. Dianeal therapy was ongoing. No additional information is available.